Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker was suspected to have prematurely depleted and was found to be at elective replacement time (ert). The physician suspected an increase in right ventricular (rv) output to have caused the pacemaker to declare ert earlier than expected. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the pacemaker was not available back from the hospital for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to have prematurely depleted and was found to be at elective replacement time (ert). The physician suspected an increase in right ventricular (rv) output to have caused the pacemaker to declare ert earlier than expected. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.